Event description:
Consumer states that during the use of the heating pad, the individual touched her back, and the skin came off in her hand.

Manufacturer narrative:
Jcs does not have info reasonably suggesting that this complaint involved a "serious injury" (see 803.20 (b)(3)) nor a malfunction. The complaint by the user stated that, during the use of the heating pad, the individual touched her back and the skin came off in her hand. The heating pad was lost by the consumer and no medical records or photos were provided. The case was dismissed without any evidence that the user's complaint was factual or that the product had been used as instructed.